Manufacturer narrative:
A2): patient's date of birth, age unk. A3a.): patient's sex unk. A3b.): patient's gender unk. A4): patient's weight unk. A5): patient's ethnicity unk. A6): patient's race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device lot number, expiration date, UDI unk. H3): the device was discarded, thus no device evaluation could be completed. H4): device manufacture date unk because lot number unk. H6): perforation of vessels is a known risk of complication with use of the lld.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to bacteremia. A spectranetics lld ez lead locking device (lld ez) was inserted into the lv lead to provide traction. Using a spectranetics 14f glidelight laser sheath, the glidelight entered the subclavian area when the lv lead released. Evidence of injury was detected, and rescue efforts began, including sternotomy. A coronary sinus perforation was discovered and repaired. It is unk if the ra and rv leads were removed. The patient survived the procedure. This report captures the lld ez providing traction to the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.